Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo perforation in the mid left anterior descending artery. A 2.80x19mm rx graftmaster stent delivery system failed to cross due to the anatomy. The procedure was completed successfully using another same size device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.